Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Procedure: patient sustained fall and underwent hemiarthroplasty on (B)(6) 2016 (out of cors scope). Patient then underwent revision for loosening of all components on (B)(6) 2017.